Event description:
It was reported that the patient expired approximately eight months after implant of the implantable cardioverter defibrillator (ICD). The patient presented with "severe gasping and breathlessness when he reached hospital and suddenly died." The exact cause of death was requested but remains unclear. It was noted that device detections were not turned off at the time of device explant, over-writing device data that was recorded at the time of death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Patient death geo event description: it was reported that the patient, with maximo ii vr device, passed away around (B)(6). The patient could have died due to sever gasping and breathlessness when he reached hospital and suddenly died. It was questioned what could have been the reason for death of this patient while patient was having device. The device was not switched off at the time of explant. Preliminary geo assessment: review of std ((B)(6) 2015) revealed: this patient was not pacing dependent (0% pacing/day). Pacing started on (B)(6) 2015 at approximately 4:56 h. One shock was successfully delivered at 4:28 h. Multiple non-successful shocks were delivered at 4:57 h. Egm recordings were over-written and cannot be recovered. No patient alerts: normal impedances preliminary geo conclusion: suspect system ok (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.